Event description:
Additional information is received from the patient. Patient mentioned that the communicator was dead and would not allow them to adjust their stimulation level. Patient mentioned that the issue is resolved with the new communicator. Patient mentioned their weight as 154lbs.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was the caller reported that the communicator would not increment in charge. The caller stated that the blue and green lights would flash and then flash orange over the battery for a minute and then go away. Agent had caller plug communicator into the power supply and the lights flashed blue/green and then flashed orange again and then went away. Caller removed handset cord from power adaptor but issue persisted. Caller reset communicator, but when plugged back into ac power supply after reset, orange lights persisted. Caller tried to plug communicator into micro usb for recharger, but no green lights came on. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator. Caller mentioned that the patient's stimulation was turned up so it was hard for the patient to sleep.

Event description:
Per additional information received from patient. Patient reported that their stimulator was on day mode (high setting) at the time the issue occurred, after which the device stopped working properly. As a result patient was unable to switch the device to night mode (lower setting), which made it difficult to lie down and sleep. To address the issue, the patient contacted their manufacturer representative (rep) and left a message and also reached out to support to explain the situation. A replacement device was shipped overnight, however due to icy weather conditions, there was a delay in delivery and they didn't receive for about a week. Patient added that the situation was resolved.

Manufacturer narrative:
Section b5 updated with additional information. Section h6 updated with additional device code (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.